Event description:
An ophthalmologist reported a patient had endophthalmitis following an intraocular lens (iol) procedure. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye. Additional information was provided indicating that the iol was implanted with confirmation of no issues, normal sutures, ophthalmic drops used and no special treatments were preformed. On the sixth postoperative day cells were observed. Eleven days later the cells disappeared. According to the comments on the questionnaire, this is considered to be normal postoperative inflammation. The visual acuity was recovered and the patient is satisfied. Additional information was later provided indicating that the customer has considered that this case could be toxic anterior segment syndrome (tass). Water from the anterior chamber was investigated by a third party and the results were negative.

Manufacturer narrative:
(B)(4).

Event description:
An ophthalmologist reported a patient had endophthalmitis following an intraocular lens (iol) procedure. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Manufacturer narrative:
Code for endophthalmitis that was previously reported has been removed based on the additional information received. Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since (B)(6) 2015 in cataract surgery patients who received restor iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor multifocal iols manufactured specifically for the (B)(6) market and advising surgeons in (B)(6) whose clinics have inventory of restor iols to stop using these iols. Evaluation summary: based on a review of complaints received, a signal for post-operative inflammation was identified for restor iq and restor toric iols in (B)(6). The manufacturing investigation pointed to the difference in manufacturing processes for the (B)(6) market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the (B)(6) market for the identified multifocal lenses. On (B)(6) 2015 the impacted product was put on voluntary hold on the (B)(6) market and issuance of the market caution letter. On (B)(6) 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery patients who received the identified multifocal intraocular lenses (iol), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the (B)(6) market. A corrective and preventive action has been instituted; the investigation is ongoing. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the surgeon, who reported that there were no particular important findings. The surgeon's clinical judgement was that it is unknown if the event is infectious or non-infectious. The explanation provided was that the left eye had normal postoperative progress, which was different than the right eye.